Manufacturer narrative:
Evaluation summary: a visual inspection of the two returned syringes confirmed the condition reported. A deep indentation and several scratches in the syringe body were observed. The dent in the barrel which may have the effect of distorting the stopper sealing ring when the plunger rod is moved, allowing slight air leakage into the syringe, causing the condition reported. A second lot number, 6019009, manufactured on the same date, was also identified having the defect. This type of defect was due to a machine jam caused by the misalignment of the rails that hold the barrels during assembly. To address this issue, manufacturing was notified and the rails were adjusted. The processes have been designed to insure that the occurrence of these defects is infrequent. Each process is continually monitored through inspections of samples ascertain that the process is in control. Finished product audits confirm that this defect occurs very infrequently. Analysis of complaint data over the past two years reveal that this is the first incident of this nature reported for this product.

Event description:
Account fills the syringe with lipids and the syringe is placed in a pump to be dispensed to neonates at a rate of 15cc an hour, which should take several hours. A nurse went to check on the baby and noted the syringe was dispensing too fast. She stopped the pump and inspected both, the pump and the syringe. She noticed an indentation and several deep scratches on the syringe at the location where air was seeping through and the problem was noted. The baby was unharmed and the syringe was replaced.